Event description:
Screw backed out of cutting block underside when finishing cuts. Block and screw recovered, was after cuts so no back up device needed.

Manufacturer narrative:
The device, used treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the spiked cross bar and screw came apart from the device. The spiked cross bar and screw was returned with the device. The device was manufactured in 2015. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.